Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was on a black screen. A field service engineer inspected the station. The ribbon cable was stretched tight over a corner on drawer 1 and was shorted. Replaced the ribbon cable to resolve the issue. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not turning on, and it was on a black screen. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.